Event description:
It was reported that the pump indicated a cartridge change error. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect and clean the pump, specifically addressing issues with the o-ring on the pneumatic tap, and guided them through the cartridge attachment and pump load process. No additional information was received regarding the outcome of the event.